Event description:
A banana reel sheath was being used for therapeutic placement in 2005. The sheath peeled for a couple of centimeters and then it broke off three-quarters of the way down. The physician used another sheath to complete the procedure.